Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
This is 14 of 14 events that occurred at this user facility. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This is 14 of 14 events that occurred at this user facility identified in medwatch. The information submitted reflects all relevant data received. Evaluation summary: (B)(4) - the device was returned, analyzed, and analysis results revealed that the complaint information cannot be verified. It was noted that the heart lead flex was misaligned, the battery contacts were compressed and the keyboard was scratched. The device was repaired. If additional relevant information is received, a supplemental report will be submitted.